Event description:
It was reported that during a left total knee revision the blade broke at the mount and at the teeth. It was also reported that there was no pt injury and there was a two minute delay to the procedure as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.